Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received alerts for possible output circuit damage and possible high voltage lead issue. The patient had an episode of vt, which an svt rhythm got diagnosed as a vt and the device delivered a shock. The measured hv lead impedance for the delivered shock was less than the lower limit causing the possible high voltage lead issue alert. The device stored a number of vt egms hours later in the same day, and in all instances the charging was aborted as soon as it initiated. Patient then presented for revision and upon removal from the pocket, externalized conductors were seen on the lead. A capacitor maintenance was attempted but would not successfully complete. The device was also explanted and replaced. Patient was released from the hospital in stable condition.

Manufacturer narrative:
The reported field event of an impedance and output anomaly was confirmed in the laboratory. The device was tested on the bench and the high voltage output transistors were damaged. The damage was consistent with high voltage therapy into a low impedance load between the rv and svc electrodes. The root cause of the low rv/svc impedance load remains undetermined.